Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they were hospitalized due to high blood glucose and; diabetic ketoacidosis (dka) on (B)(6) 2017. Blood glucose reading was between 300 and 400 mg/dl. Prior to the hospitalization event the customer experienced symptoms of nausea, vomiting and tested positive for high urine ketones. The customer was treated with insulin drip. The doctor advised the issue was related to the pump or site. The customer was wearing the pump during the hospitalization. Troubleshooting could not be performed as the customer has already changed the set. Tubing clamps will be shipped for troubleshooting. The insulin pump will not be returned for analysis.